Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump was received with minor scratches on display window and cracked case on display window corners.

Event description:
Customer reported via phone call that the insulin pump is blank. The blood glucose reading is 79 mg/dl. The insulin pump will be replaced.